Event description:
The customer reported that the reservoir in the insulin pump sometimes works and sometimes it does not. The caller stated that this problem has been happening for the past two weeks. The customer stated that the piston shot out insulin and her blood glucose went low as well. The customer mentioned that the reservoir compartment was cracked, and she requested a replacement of the insulin pump. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime anomaly. The device was received with broken reservoir tube lip.